Event description:
A distributor reported on behalf of a customer in canada that a pt100 myairvo 2 humidifier (myairvo 2) did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Corrected data: b4, b5, d9, g3, g6, h2, h3, h6. Product background: the pt100 myairvo 2 humidifier (myairvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The myairvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the subject myairvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the subject myairvo 2 was working. Conclusion: f&p are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt100 myairvo 2 humidifier (myairvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The myairvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users.

Event description:
A distributor reported on behalf of a customer in canada that a pt100 myairvo 2 humidifier (myairvo 2) did not have an audible alarm. There was no reported patient involvement.